Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open, and I -beam was fully retracted. Functionally, there were no abnormalities in clamping / unclamping of the jaw and handle articulation of the instrument. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the returned device was found to be pre-fired and engaged in interlock. Functionally, all remaining staples were placed and test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, while being used on intermediate vein in liver resection, the reload was attached, then it was articulated two steps to left and clamped the tissue, when attempting to fire the device, the surgeon squeezed the handle once with a full stroke, and it was so stiff that seemed to be locked at the second squeezing, so the surgeon stopped using. Because of being afraid to return the knob, the surgeon ligated the center side as it was and removed the specimen with the reload attached. The removed specimen was checked, but nothing like foreign material was found in particular. However, part of the liver parenchyma seemed to be clamped. The procedure was completed with manual suturing. The surgical time was extended by more than 30 minutes.